Manufacturer narrative:
Sample will not be returned for evaluation.

Event description:
It was reported that the spring wire guide (swg) separated and a part remained in patient. Additional information received in 2008 states that after catheter insertion, blood was aspirated and the swg was inserted. Resistance was met and the swg could only be inserted to a depth of 8cm. As a result, the clinician tried to remove the swg again, meeting with resistance, so the catheter had to be removed along with the swg. However, the clinician reported during the removal process, the swg "extended" resulting in the "j" tip remaining in the patient. As of the same day, the "j" tip remained in the patient with no determined date for removal.